Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. Olympus representatives visited the facility to investigate the user's report of balloon not deflating. During the visit, the olympus representatives observed facility setup and reprocessing for the endoscope. Several non-conformities were observed in the reprocessing of the endoscope, which could potentially lead to a complete or partial occlusion of the balloon channel, and may have caused or contributed to the reported event. The customer was provided information on the correct reprocessing steps and olympus will follow up with additional educational resources to reduce the likelihood of recurrence.

Event description:
The user facility reported that during a procedure, the balloon could not be deflated while inside the patient. The users reportedly advanced a biopsy forceps, and popped the balloon. The endoscope was then withdrawn from the patient, and a new balloon was attached to the endoscope. The procedure was completed with the same endoscope. Subsequent to the procedure, the endoscope was reprocessed and it will not be returned to olympus for evaluation. There was no patient injury reported.